Event description:
Hill-rom received a user medwatch indicating the patient side rail collapsed while the pt was holding the rail. When the rail went down, it pulled the on the patient's right wrist and the patient stated that he felt a pop. The pt stated this happened before with the bed. The doctor ordered right wrist x-ray.

Manufacturer narrative:
The technician inspected the bed and found the right intermediate side rail would not latch without lifting the release handle. The technician found the latch mechanism was contaminated, and the latch pin was corroded. The hill-rom general manager determined the facility performs preventive maintenance once a year on their beds. Hill-rom recommends performing preventive maintenance every six months.